Event description:
It was reported that a malfunction alarm occurred. The customer reset the pump to clear the alarm, however, a replacement pump was sent to the customer. Customer¿s blood glucose level was 130 mg/dl.